Manufacturer narrative:
B4:17aug2021. Additional information was received indicating that the unit was not in therapeutic use at the time of the reported problem. The issue was observed during the device set up for use with no patient harm or injury noted. The customer reported that replacing the data acquisition (da) printed circuit board assembly (pcba) resolved the problem. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
The device was in use at the time of the event. At the time of the alarm, the ventilator was swapped with no report of patient or user harm.

Event description:
It was reported to philips that while in use on a patient, the device alarmed for "proximal line error" per the respiratory therapist report. The device was in use at the time of the event. At the time of the alarm, the ventilator was swapped with no report of patient or user harm. The customer evaluated the device with assistance from a philips remote service engineer (rse). The caller stated the device had passed pressure testing, and a review of the event log found no check vent or vent inoperable codes logged but did find an alarm message code consistent with proximal pressure line disconnect. The rse reviewed suggested repairs for the code and advised to continue to perform a fully successful pvt before placing it into service.